Manufacturer narrative:
The reported events of device reset and inability to interrogate were confirmed. Based on the information provided, it was determined that the device experienced power-on-reset and later on experienced a reset due to event queue overflow. However, it was unable to be determined why the device was unable to be interrogated with the information available.

Event description:
Additional information received indicates that the insertable cardiac monitor was explanted and replaced. There was no complication or adverse patient issues, the patient was doing fine.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Review of the transmission revealed an unexpected reset on the patient's implantable cardiac monitor (icm). The patient presented for a scheduled clinic follow-up found the icm unable to be interrogated. The clinic will continue to monitor the patient. No intervention was performed and the patient was in stable condition.